Manufacturer narrative:
After speaking with the customer/bme via phone on (B)(6) 2025, the replacement blower was ordered and installed, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a check vent alarm for blower temperature high. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that there was a check vent alarm for blower temperature high. The remote service engineer (rse) evaluated the device with the customer, found that the 1122 "blower temperature high" alarm error was logged in the event log, and reviewed the suggested repair for the 1122 error code per the v60 service manual with the customer. The customer noted that the issue could not be duplicated-- the device just passed preventive maintenance (pm) service last month; the air inlet filter was replaced then and is still clean, and the cooling fan is operating. The rse then advised the customer to replace the blower assembly per the suggested repair, informed the customer that the replacement is to also include required testing, provided the customer with the part number of the replacement blower assembly for repair, and transferred the customer to parts for pricing. A quote consisting of the replacement blower assembly was sent to the customer for approval, and the customer accepted. Investigation is ongoing.